Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and when the tubing was flushed, there was a leak found at the connection to the stopcock. As a result, the tubing was removed and replaced. There was no reported pt death or injury. Medical/surgical intervention was not required. Iab therapy was not delayed or interrupted. There were no reported pt complications. The pt outcome is good.